Event description:
Reporter indicated that the vns therapy system was programmed to off at the pt's request because they were experiencing shortness of breath. The pt reported that the shortness of breath was interfering with their outside activities. Further follow-up with the physician concluded that the device stimulation was possibly related to the reported shortness of breath. No further adverse events were reported.